Event description:
A surgeon reported a radial tear, observed during irrigation and aspiration procedure, post laser assisted portion of the procedure. Surgeon informed that corneal folds were observed, during the laser set up, and the energy on the capsule was increased. The patient was noted to have a small pupil, and once in the operating room the capsule size was decreased. After the surgeon placed the viscoelastic in the eye, the capsule was seen to be lifted and folded over. The surgeon believed the capsule was free and proceeded with the removal of the capsule. At this point, the surgeon put in a iris retractor ring. The surgeon noted that due to the capsule floating and obscuring his view, a micro adhesion was more than likely present and went undetected prior to removing the capsule. It was reported that the tear did not extend posteriorly and there was no vitreous loss, but the surgeon decided to put in a sulcus intraocular lens and completed the procedure without further harm to the patient. The patient was seen in follow up and was noted to looked well, the intraocular lens was centered, the intraocular pressure was normal, and there was no corneal edema.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).